Event description:
It was reported that, electrode stimulation was not possible when it was used with nim-vital. And during the impedance check of the nim-vital, a self-check error occurred, making it impossible to use. The procedure has been completed with new electrode. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis found that visually, the product was returned in a plastic bag (zip lock bag). The pouch was open from 3 of 4 sides and chevron side of the pouch was closed with a pink tape. There were no traces of contamination found on the handle or the probe. There was no damage noted (with an unaided eye) in the construction of the handle or the probe. There was a piece of white surgical tape (with black x on it) near the electrode (distal end of the handle). The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and there was no reading. Functionally, the probe tip was secured into the handle, and the device was connected to the nim system. The nim settings were 1ma current and 100 v threshold, and while stimulating with a patient simulator, there was no response showed on the nim screen, there was no reading. For further analysis, an x-ray was used to take internal image of the handle and it was found that the copper wire was broken right at the proximal end of the electrode. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Previously applied fdm b17, fdr c20, fdc d14 and img g04102 codes no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.